Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 2938836-2020-08619, 2938836-2020-08620, 2017865-2020-15089. During an in clinic follow-up, the device was found to have migrated in the pocket and was believed to be due to excessive weight loss of the patient. As a result of the migration, the right ventricular (rv) lead, the left ventricular (lv) lead, and the right atrial (ra) lead had caused a pocket erosion. A revision procedure was performed to resolve the event and the leads were anchored in the pocket with internal sutures to avoid any further movement. The patient was in stable condition.